Manufacturer narrative:
As reported, a smart 7fr 80cm biliary 12x60 stent was placed in the bend of the left common illiac artery and the stent was re-occluded. The physician tried to remove the stent but failed.  The physician ballooned the stent. The smart control was initially implanted on (B)(6) 2008. The patient is hyper coagulant and is taking warfarin. The patient is feeling pain in that area.  Additional information was requested. The product is implanted and thus is not available for analysis.  A review of the manufacturing documentation associated with this lot 13325449 presented no issues during the manufacturing process that can be related to the reported complaint.   In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent.  There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.  Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a smart 7fr 80cm biliary 12x60 stent was placed in the bend of the left common illiac artery and the stent was re-occluded. The physician tried to remove the stent but failed.  The physician ballooned the stent. The smart control was initially implanted on (B)(6) 2008. The patient is hyper coagulant and is taking warfarin. The patient is feeling pain in that area. Additional information was requested but is unknown.